Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to store images. Upon troubleshooting, the philips field service engineer (fse) rebooted the system, but this did not resolve the problem. The philips field service engineer (fse) inspected the system and found that the ip pc was failing. The fse provided a quotation for replacement and the replacement was carried out in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to store fluoroscopic images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.